Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a trainer via phone call that the customer was going to receive emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 59 mg/dl at the time of the incident. The customer had stated they had filled the reservoir to 300 units earlier that day and now the reservoir was empty. The customer was advised to use juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was being driven to hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Troubleshooting details were not available for hospitalization as customer was advised by trainer to do so but it was not confirmed at the time if customer actually went. It also stated that they filled the reservoir but there was no more insulin in the reservoir.